Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant. The landing zone measurements at 0 degrees, 45 degrees, 90 degrees, and 135 degrees were 18mm, 19mm, 18mm, and 18mm, respectively. The sizing of the device was determined on angiography. During the procedure, intracardiac echocardiography and fluoroscopy was used. The close criteria were satisfied, and the tension test was performed. The left atrial pressure was greater than 12mmhg. Compression was adequate. The device was implanted after one recapture. No leak was present. On (B)(6) 2024, patient had a follow-up echocardiogram which showed that the device had flipped on its side and was seated along the coumadin ridge side of the appendage. The leak was greater than 5mm. The appendage measurement approximately 31mm, when it was measured to be 19mm at the time of implant. The patient's volume status appeared to have greatly increased upon follow up. The device appears to look secure and does not appear to be an embolization risk. The patient was placed on oral anticoagulants. The patient has not had any symptoms. The patient was reported as stable.

Manufacturer narrative:
It was reported that during 3 month follow-up echocardiogram showed that the amulet device had flipped on its side and was seated along the coumadin ridge side of the appendage. The device was implanted after one recapture with adequate compression, and no leak was present. Also reported that there was a leak greater than 5 mm and that the device appeared to look secured with no risk for embolization. Information from field indicated that the sizing of the device was determined on angiography. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on cine review performed at abbott, the device appeared to be flipped into the anterior lobe only, exposing the posterior lobe of the laa. The laa appeared open on the posterior aspect but device appeared to be stable. Based on available information, the cause of reported device migration could not be conclusively determined. There was medical intervention as the patient was placed on oral anticoagulants. The patient was reported to have had no symptoms and stable. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant. The landing zone measurements at 0 degrees, 45 degrees, 90 degrees, and 135 degrees were 18mm, 19mm, 18mm, and 18mm, respectively. The sizing of the device was determined on angiography. During the procedure, intracardiac echocardiography and fluoroscopy was used. The close criteria were satisfied, and the tension test was performed. The left atrial pressure was greater than 12mmhg. Compression was adequate. The device was implanted after one recapture. No leak was present. On (B)(6) 2024, patient had a follow-up echocardiogram which showed that the device had flipped on its side and was seated along the coumadin ridge side of the appendage. The leak was greater than 5mm. The appendage measurement approximately 31mm, when it was measured to be 19mm at the time of implant. The patient's volume status appeared to have greatly increased upon follow up. The device appears to look secure and does not appear to be an embolization risk. The patient was placed on oral anticoagulants. The patient has not had any symptoms. The patient was reported as stable. No additional information was provided.